Manufacturer narrative:
The field service engineer (fse) found the dual diluent filter was loose and leaking fluid under lv 15 on the instrument. The fse tightened the loose dual diluent filter and resolved the leak and the platelet background failure reported by the customer. (B)(4).

Event description:
While troubleshooting platelet background failure on startup, the customer noticed a leak of clenz underneath valve 15 (lv15) on the coulter® act diff 12 analyzer. The volume was reported as about 2 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.